Event description:
During a routine f/u, low voltage lead impedance was observed as well as noise displayed on the "egms". The decision was made to extract the lead by laser removal. Upon removal, blood was seen inside the lead connector. The existing implantable cardioverter/defibrillator was then tested with a new lead system; however, no lead impedance could be established. The decisioin was made to replace the implantable cardioverter/defibrillator as well.